Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The lesion was located in a non-calcified and moderately tortuous proximal left anterior descending artery. A 2.50x20mm taxus liberte' drug eluting stent was deployed in the lesion, but when the physician went to remove the delivery system, they were unable to remove the device. The balloon was reinflated to low atms and the physician was able to remove the device. No patient injuries or complications occurred. Patient status is satisfactory. Additional information was requested, but is not available.

Manufacturer narrative:
Device evaluated by manufacturer - as a device has not been returned, a technical analysis cannot be performed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The lesion was located in a non-calcified and moderately tortuous proximal left anterior descending artery. A 2.50x20mm taxus liberte' drug eluting stent was deployed in the lesion, but when the physician went to remove the delivery system, they were unable to remove the device. The balloon was reinflated to low atms and the physician was able to remove the device. No patient injuries or complications occurred. Patient status is satisfactory. Additional information was requested, but is not available.

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination identified that the stent was not returned with the stent delivery system as it has been deployed in the patient. The balloon was previously inflated. No issues were identified with the balloon section that could have potentially contributed to the complaint incident. Solidified blood and solidified contrast media were present within the inflation lumen, therefore indicating the device had been used in vivo and the device had been prepped for use. No kinks or damage were noticed along the shaft of the device. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).